Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was short of breath and weak at the time a symptom episode was recorded. The health professional asked the device manufacturer's technical service representative to review the symptom episode. The review discovered that there was baseline noise on the episode. The device is still in use. No patient complications have been reported as a result of this event.